Event description:
On november 21, 2007, the lay user/reporter ( the patient's mother) contacted lifescan on behalf of the pay user/patient, alleging the one touch ultra meter had segments missing on the meter display. This complaint is being classified based on the documentation by the technical service representative (tsr). Three days earlier, at around 10 am, the patient woke up and felt a symptom of trembling, which the reporter mentions is typical of hypoglycemia for her. The patient tried to use the meter but noticed that segments were missing, so she did not use it and immediately ate sugar. She then had a breakfast consisting of 3 buttered slices of bread and a piece of cake. She then took 14 units of humalog insulin without obtaining a result on her meter. At 11 am, the patient went to the hospital with her father to have a blood glucose test due to the meter issue. She was tested with a result of 40 mg/dl with an unknown hospital meter and was administered cereal and 2 pieces of sugar. The patient tested her blood sugar at 12:30 pm with a backup meter and obtained a result of 56 mg/dl. She then ate lunch and administered 7 units of humalog after lunch at about 1 pm. She felt better after lunch and did not test until 5 pm, when she obtained a result of 130 mg/dl on the backup meter. The patient takes humalog insulin on a sliding scale, although the reporter was not able to tell lifescan the exact schedule. The reporter mentions that the sliding scale not only depends on the last results but also previous results and the patient's level of activity during the day. The patient takes 18 units of lantus insulin every evening at dinner. The patient took 9 units of humalog in addition to 18 units of lantus at dinner on november 17 because the result obtained was 350 mg/dl. There is no allegation of any further symptoms since the morning of november 18. The tsr determined during the troubleshooting telephone call the product was not new. The meter was replaced. This complaint is being reported because, the patient alleged that while hypoglycemic, she was unable to test her blood glucose on the reported meter and her symptoms were not resolved until later, when she received treatment at a hospital.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.